Manufacturer narrative:
H4: the lot was manufactured on october 26, 2022 to october 27, 2022. H10: two (2) actual samples and four (4) photographs were received for evaluation. A visual inspection with the naked eye and with magnification was performed on the actual samples and no particulate matter was observed inside the fluid pathway of either container. The fill port connector caps were removed from both samples and no issue was observed. A visual inspection of the photographs observed a dark appearing curved particle in the photo of the first sample and a white elongated curved polymeric appearing particle in the photo of the second sample. The reported condition was verified based on the photographs, however, not verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle contamination was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.